Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary - device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon eval, the monitor would not power on. The cause of the inability to power on was bent pins of the j2005 connector for the auxiliary board. The bent pins caused the power supplies to short and prevented the monitor from powering on. The root cause for the bent pins on the connector was unable to be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.